Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/16/2019.

Event description:
It was reported that during preventative maintenance "failed verify shut off". There was no patient involvement.

Manufacturer narrative:
MFR received date: 28 oct 2019. The manufacturer's field service engineer (fse) performed troubleshooting and determined the failure was due to a faulty regulator on the air cylinder. There was no issue with the unit. The customer was provided with the latest version of the service manual. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.